Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter had an electrical burn. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter being burnt due to an electrical event was verified. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and that the ac power adapter was missing. In turn, the transmitter could not be plugged into a working ac electrical outlet. Upon opening the merlin@home transmitter, inspection revealed that there were multiple burnt components on the main pcb and on its inner casing. As a result, we can conclude that during this electrical event, the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. Electrical storms could potentially generate thousands of amperes of current flow, which can completely destroy a main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.